Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no damages or defects were found that would contribute to the cannula not deploying. The downloaded data shows that no alarms, timeouts, or drive stalls were generated during the run that would indicate the device struggled to deliver insulin. D4 - serial no changed from blank to (B)(6). D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour on the hip/buttocks area.